Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: initial power up, ac power cord damages, no bellows and inlet screws cracked. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was unable to power on and be tested. Confirmed, broken ac power port will not allow the device to pass testing or to be placed in shipping mode. Also confirmed: no bellows, no clips. The blower bellow and bellow clips will be replaced. The customer does not want any repairs done to the unit. The device will be returned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation.